Manufacturer narrative:
Pump with driveline still implanted in patient and will not be returned to the manufacturer for evaluation, controller still in use. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported that the patient experienced reoccurring electrical faults. Log files were sent to manufacturer for analysis. Upon external inspection, it was noted that a cloudy dried substance was within the inner lumen of the driveline, covering the mostly the yellow and blue wire. "Driveline connector was sideways moveable, slightly more than normal; but, still securely locked and completely tight. Internal inspection showed a blackened pin and very small amount of contamination within the driveline connector in the pinholes. A greenish dried substance was visible. Connector front portion looked normal, not bended in any way. A cleaning procedure was performed to remove the blackening of the pin and the visible contamination within the driveline connector. Two cycles were used to clean the connector with a pump off time of 40 sec. Each. The patient tolerated the procedure well. Active controller (B)(4) looked normal and not affected."

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and pump were not returned for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Visual inspection of the driveline connector revealed contamination; a driveline connector cleaning was performed in order to mitigate and remediate the conditions reported under the event. The controller did not show any signs of contamination during visual inspection. The patient tolerated the procedure and the contamination was successfully removed. The patient has not experienced any similar events following the driveline connector cleaning procedure. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms starting on the date of the reported event and lasting a week after. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the electrical fault is contamination of the driveline connector. An electrical fault alarm due to contamination is a known issue being investigated. No additional information will be forthcoming.